Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for a single patient sample. The initial result was 18.66ng/ml. The result was not reported out of the lab. The original sample was retested and a result of 0.06ng/ml was obtained. The sample was re-tested once more and a result of 0.06ng/ml was reported out of the lab. There was no effect to the patient as a result of this event.

Manufacturer narrative:
Qc is run twice daily and was in range before the event. No flags or event log messages were generated at the time of the event. The specimen was collected in a greiner 13x100mm serum sst tube, and was centrifuged at 2,200 rcf for 10 minutes. Per customer, sample appeared to be of "good quality". A field service engineer (fse) was not dispatched as customer is not questioning instrument performance. A clear root cause cannot be determined from the information supplied. A malfunction will be assumed for the purpose of this report.